Manufacturer narrative:
The device was received for evaluation and repair. Analysis of the device determined that the bearing was corroded and the motor shorted. The device was not tested for heating. The motor, bearing, and seal were replaced and the device was repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a dealer regarding a handpiece. It was reported that the device was overheating. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an internal source. It was reported that the overheating of the handpiece was gradual and occurred within a few minutes. It was noted that the handpiece stopped turning at the time of overheating and a bite clamp was used to complete the case.